Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that during the preparation phase of the equipment, the cardiosave intra-aortic balloon pump (iabp) unit turned off. No patients were involved.

Event description:
It was reported that during operation, the cardiosave intra-aortic balloon pump (iabp) unit turned off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the power management board needed to be replaced. The unit passed all functional and safety tests after replacement of the power management board and was returned to customer.